Manufacturer narrative:
Sc-1200 (B)(4). Device evaluation indicated that the complaint was confirmed. Upon receiving, the device would not be linked nor charged. The device data was not retrieved using an external power source. An internal test found excessive sleep current drainage and high thermal on u2_asic. This type of damage occurs when the ipg is exposed to high-voltage transients. The device damage was likely caused by electrocautery during the lead revision procedure as there was no complaint originally against the ipg until after the date of the lead revision.

Event description:
A report was received that following a lead revision procedure (MFR no. 3006630150-2019-01761) the patients remote control was not communicating with the ipg. It was unknown if electrocautery was used during the previous procedure. The patient underwent an ipg explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4)).